Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, a stent was unable to be loaded on a guide wire. The lesion was located in the left coronary artery. A liberte bare 24mm x 3.5mm stent was unable to be loaded on another manufacturer's guide wire. The exit port on the stent catheter was blocked. The procedure was completed with another of the same device. Patient status reported as stable. However, product analysis revealed catheter tip detachment.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the tip of the device had detached and was missing. Microscopic examination of the break site found that the extrusion was stretched at the site of the break. A 0.015inch size mandrel was inserted from the port, through the guidewire lumen and exited out through the site of the break with no restrictions noted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as th event occurred prior to patient contact. (B)(4).